Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this pb980 ventilator alarmed with a background fault message. A review of the ventilator logs indicated that the ventilator generated a mix air flow out of range (oor) error resulting in mix backup ventilation (buv) during use. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found in the ventilator logs that the unit generated a power on self test (post) code and two background diagnostic codes, one of which indicated that the device entered into buv. The sp heard a leak in the inspiratory module, disconnected the high pressure air and the leak noise stopped. Sp replaced the air proprotional solenoid (psol) to address the findings. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event of background fault which led to buv was isolated in the field to a potential fault in air psol. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator alarmed with a background fault message. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes result was updated due to returned part analysis h3 device evaluation summary: was updated due to returned part analysis medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this pb980 ventilator alarmed with a background fault message. The device was available for evaluation. A review of the ventilator logs indicated that the ventilator generated a mix air flow out of range (oor) error resulting in mix backup ventilation (buv) during use. The service personnel (sp) inspected the ventilator, found in the ventilator logs that the unit generated a power on self test (post) code and two background diagnostic codes, one of which indicated that the device entered into buv. The sp heard a leak in the inspiratory module, disconnected the high pressure air and the leak noise stopped. Sp replaced the air proportional solenoid (psol) to address the findings. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One air psol was returned to medtronic for analysis. A visual inspection revealed no external anomalies. The psol was installed into a failure investigation test ventilator for analysis and found an audible gas leak was emitting from the psol. Analysis determined the returned air psol was faulty. If a failure of the air psol occurs while in use on a patient, the ventilator response would be either a loss of ventilation or to enter backup ventilation. The cause of the reported event of background fault which led to buv was isolated to a faulty air psol. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.